Manufacturer narrative:
Correction: selected device evaluation.

Manufacturer narrative:
The device was received for evaluation, and blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. A tear was observed on the soft cannula from which liquid was observed exiting after blocking the soft cannula exit. The tear did not contribute to the bleeding and bruising. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) between 5 and 24 hours of wearing the pod. When the pod was removed from the insertion site on their back, there was blood noted on the adhesive, but the insertion site appeared normal. As treatment, a new pod was applied. The device evaluation found a tear on the cannula.